Event description:
Per the clinic, the patient experienced pain at the implant site as well as pain with device use, which could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.